Event description:
It was reported that bd alaris pump module smartsite texium low sorbing infusion set was leaking the following information was received by the initial reporter with the following. Parkland has had ongoing leaking texium sets, primarily with doxirubicin and other hazardous drugs / chemo.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
The customer reported leaking texium sets, and returned 1 set of material 10013364t, lot unknown. The customer originally reported material # 24601-b007t, however, on customer follow up, they returned the correct material. The reported material number was updated in the record. Upon initial visual examination, the set had no defects or abnormalities. The set was then tested with a gravity water infusion, and no issues were found. The next test is to hold the texium component at 30 psi for 10 minutes, and check for leaks. The sample passed all testing, and the complaint could not be verified. Although we could not confirm the reported failure, a trend has been identified and actions have been initiated to investigate the issue. Corrective actions taken during this investigation will be implemented in our production process to further increase the robustness and reliability of the device and prevent future occurrences of this type.